Event description:
The pt was undergoing a vt ablation, the catheter recorded electrical potentials from the heart. However, there was no associated mechanical motion seen on fluoro (emd). The emd could not be resolved and the pt expired on the table. Dr. Did not believe that the catheter was the cause of the emd.